Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed overestimation of battery longevity. On (B)(6) 2021, the patient presented in clinic again for follow up. It was noted that the atrial and ventricular sensing was chronically on the low end of the range with no device malfunction or consequences. The battery overestimation was confirmed and no changes or intervention was performed. There were no patient consequences.